Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: the balloon was broken during procedure, but the same trouble occurred. Using 3rd one, the procedure was completed. No bleeding. No tissue damage. Nothing fell into cavity. No patient harm. Operating room time not extended by more than 30 minutes. The balloons could have been damaged by mini loop retractor.

Manufacturer narrative:
(B)(4).